Manufacturer narrative:
During processing of this complaint, attempts were made to obtain the date of the explant. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-07514. It was reported patient had an migration of the device. X-rays revealed that the device had not migrated from the original position .patient did not want to continue with the therapy may be awaiting surgical intervention at a later date.